Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test 2 of 2 attempt. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this event, but the failure analysis has not yet been completed as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred once the surgeon took initial control of the clip applier, prior to the clip application. The issue was not related to the clip applier jaws remaining static or not moving when the surgeon commanded movement. The issue was not related to unexpected motion of the clip applier while attempting to clip. The issue was not related to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. Clip fell out when surgeon rolled the wrist. The staff indicated it was properly loaded. Clips used were large teleflex hem-o-lok weck clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instrument manual. It was unknown how many times the subject clip applier been used during the case when the incident occurred. The customer used a backup instrument to resolve the issue. No photos or videos are available for review. The procedure was completed. Further information obtained stating that the clip fell inside the patient, but there was no fragment of any instrument. The instrument was removed during the procedure and the wrist was straightened prior to removal. There was no resistance felt upon removal of the instrument through the cannula and there was no damage to the cannula after the event occurred. The clip was retrieved via placing it in the specimen bag along with the gallbladder. All fragments were confirmed to be retrieved visually. No additional surgical procedure was performed to remove the fallen clip. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed with the da vinci system. The patient has not returned to the hospital due to any post-surgical complications.